Event description:
The hospital reported that the t.w. Power supply would not turn on when plugged in. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).